Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a drain complication alarm during drain 1 of 2 of treatment. It is unknown at which point in therapy the leak may have begun. Per the peritoneal dialysis nurse (pdrn), there was a hole in the tubing set. The patient was advised to discontinue the use of their cycler. An alternate treatment option was reported to be available. Upon follow up, the pdrn confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The lot number of the cassette was unknown. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation. Upon further follow up, it was reported that the serial number used by the patient at the time of the event was unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a drain complication alarm during drain 1 of 2 of treatment. It is unknown at which point in therapy the leak may have begun. Per the peritoneal dialysis nurse (pdrn), there was a hole in the tubing set. The patient was advised to discontinue the use of their cycler. An alternate treatment option was reported to be available. Upon follow-up, the pdrn confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler, which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.